Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index the procedure 3 resolute onyx des were implanted in the lad. Cec adjudicated non q-wave mi (tv) 3rd udmi peri-pci in the lad which occurred one day later and septal branch occlusion. Sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.